Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 8mg/ml at 0. 8mg/day via an implantable pump. It was reported that the catheter was fractured. The patient was not getting pain relief. They were not aware of any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and trou bleshooting performed was a dye study. The actions and interventions taken to resolve the issue was the catheter was replaced. The issue was resolved the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.